Event description:
The customer reported that the insulin pump had a black display. Troubleshooting was performed. The customer stated that when a button was pressed, the display went gradually black. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen black screen as a result of a faulty liquid crystal display driver board.